Event description:
A customer contacted beckman coulter inc., (bci), regarding above the normal reference range thyroid-stimulating hormone (tsh) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and the physician questioned the result due to a tsh result of 8.6 (units not supplied) obtained on the patient on (B)(6) 2010 at the alternate facility. The original sample was re-tested via an alternate testing methodology and a lower tsh result was obtained. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Three levels of qc resulted within specifications prior to and after the event. Samples are drawn into lithium heparin tubes with gel and sst tubes. Specimens are centrifuged at >3,000 rpm for 10 minutes. Additional testing on plasma and diluted samples generated results within the same clinical category of above the assay's normal range. Sample from the patient is not available to date for additional customer product line support (cpls) investigation. The customer requested information on interferents in which customer technical service (cts) emailed available data to the customer. There is no indication that service was dispatched for this event. Information to determine which methodology produced an accurate tsh result for the patient is not available to date and therefore, a root cause for this event was not determined.